Event description:
It was reported " after balloon inserted, 0.5cm of the catheter's caudal body was found to be flat, preventing the balloon from being inflated." To continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " after balloon inserted, 0.5cm of the catheter's caudal body was found to be flat, preventing the balloon from being inflated." To continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a tele-flex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original pack-aging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were supplied kit components including 30cc inflation driveline tubing, short and long arterial pressure tubing. No damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane, completely covering the iabc distal tip. The hub of the teflon sheath was noted at approximately 62.1cm from the iabc luer end; buckling was noted to the sheath extrusion and liquid blood was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The visible portion of the iabc bladder was fully un-wrapped. The iabc outer lumen was noted damaged, consistent with flattened surface at approximately 16.5cm to 17.4cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and at-tempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was entirely removed from the iabc bladder with force required. Upon removal of the sheath, the entire flex tip assembly was noted separated and no longer attached to the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip. Due to the teflon sheath being noted on the iabc bladder, covering the distal portion of the iabc bladder, it could not be confidently determined that the damage to the iabc central lumen was present upon receipt of the sample or damage occurred at the time of the complaint investigation during the sheath removal from the iabc bladder; however, no blood was noted within the iabc helium pathway indicates that the central lumen separation issue potentially occurred after the device was removed from the patient. No visual damage or abnormalities were noted to the iabc bladder. An attempt to aspirate and flush the iabc central lumen using a 60cc lab inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off, no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter's caudal body was found to be flat" is confirmed. During the complaint investigation, the iabc outer lumen was noted damaged consistent with the flattened surface, which can cause the incomplete inflation. Furthermore, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. Based on the event details and the investigation findings, the damaged outer lumen most likely caused the reported issue. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and bucking was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer/central lumen. The root cause of the damaged outer lumen is undetermined; a potential root cause is customer handling. The probable root cause of the damaged central lumen is undetermined. No further action required at this time for the issue related to the damaged outer lumen. This will be monitored for any developing trends. A corrective and preventive action has been initiated to address the issue related to the damaged/separated central lumen within the flex-tip assembly.